Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An intuitrak bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately seven years post index procedure with pain and tenderness in abdomen and back. A CT revealed a 9 cm aaa with pressure drop and a type iiia endoleak. A full re-line procedure was performed, where physician implanted two infrarenal cuffs and two suprarenal cuffs, successfully resolving the type iiia endoleak. The patient is reported as doing well post re-intervention. As of the date of this report there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal and implant separation was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the implant procedure. It was noted that there was a medical non-compliance with surveillance (cautionary product use condition) that likely contributed to this event. The patient was discharged on the third post-operative day in stable condition. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).